Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th june 2025, it was reported by an arthrex's employee via email that for an ar-3641-1, 2.6 mm knotless fibertak¿ anchor, the tip of the shaft broke during the procedure. This was detected after an unspecific procedure on (B)(6) 2025. The broken tip was not identified at the time of the surgery. The broken tip was identified on xray post operation. The patient was taken back to remove the tip of the inserter several hours later. The tip was removed and accounted for.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the x-ray picture, which shows the tip at the distal end of the shaft of the inserter in the patient. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo e warnings 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or user-applied excessive force during the prying/leveraging of the device during insertion.